Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported no delivery alarms. He stated he receives the alarm while priming the tubing and then after changing the infusion set will receive another no delivery alarm. The blood glucose reading was 74 mg/dl. Nothing further was reported.